Event description:
Five days after a coronary drug eluting stenting treatment procedure, the patient returned with a subacute thrombosis. In 2004, the physician unsuccessfully attempted via right radial access to advance a cutting balloon (2.5 x 10 mm) to pretreat a lesion in the distal rca. He predilated with a maverick2 2.0 x 15 mm balloon dilation catheter to 20 atms for 13 seconds. He then deployed a taxus express2 2.25 x 12 mm drug eluting stent at 15 atms for 8 sec. The physician postdilated the stent at 22 atms (rbp=18 atms) for 5 seconds. A taxus express2 2.5 x 16 mm drug eluting stent was unsuccessfully advanced and then removed. A second wire was advanced and the taxus express2 2.5 x 16 mm drug eluting stent was reinserted using a buddy wire technique and was deployed at 22 atms (rbp=18 atms) for 10 seconds in the mid-rca. He then postdilated with a powersail 2.5 x 15 mm balloon dilated to 22 atms for 18 seconds. The physician predilated a bifurcation lesion in the distal common arterial trunk/proximal circumflex multiple times with a cutting balloon and a maverick2. The physician then deployed a taxus express2 2.75 x 32 mm drug eluting stent using a 2 guide wire technique and kissing balloons for postdilation. The patient was given heparin and integrilin during the procedure. Five days later, the patient returned with unknown symptoms and was found to have a subacute thrombosis of the distal rca which was previously treated with a taxus express2 drug eluting stent. Again the physician used the right radial access site and administered integrilin. He attempted to advance an angiojet catheter to the area of thrombosis, but was unable to do so. He inserted a quantum 2.5 x 12 mm balloon dilation catheter, inflating it to 18 atms for 120 seconds and then a jomed maestro 3.0 x 11 mm dilating at 18 atms for 224 seconds. Although the physician was not able to advance the angiojet, he was able to successfully treat the thrombosis with angioplasty. The patient is reported to be in satisfactory condition following the reintervention. Same case as manufacturer #: 6000089-2004-00570.